Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This report is for accession number (B)(6) (patient 4). It was reported that while using the bd synapsys¿ that there was application errors. The following information was provided by the initial reporter: accession numbers (B)(6) were also affected. Please see the accession numbers below. (B)(6). It was reported by the customer that they found 18 plates that did not appear on anyone's ready to read worklist 3 days after imaging on (B)(6) 2023. Fri mar 24 20:50:27 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details not appearing on the all cultures ready for reading worklist delayed patient results by 3 days according to the customer. Was there any patient impact?: (y/n) y. Number patients affected: 8 (multiple plates per patient).

Event description:
This report is for accession number (B)(4). (Patient 4) it was reported that while using the bd synapsys¿ that there was application errors. The following information was provided by the initial reporter: accession numbers (B)(4) were also affected. Please see the accession numbers below. (B)(4) it was reported by the customer that they found 18 plates that did not appear on anyone's ready to read worklist 3 days after imaging on (B)(6) 2023. Fri (B)(6) 2020:50:27 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details not appearing on the all cultures ready for reading worklist delayed patient results by 3 days according to the customer. Was there any patient impact?: (y/n) y number patients affected: 8 (multiple plates per patient).

Manufacturer narrative:
H3. Investigation summary: this statement is to summarize the investigation of a complaint involving synapsys. According to information provided, the customer reported that there were some plates that did not show up on "ready for reading" after imaging in synapsys. No other issues were reported. Bd service personnel investigated the issue and found 18 plates that did not appear on the "ready for reading" list but did not occur after this one-day incident. All plates were imaged when daylight savings occurred. The issue was noticed 3 days later. Bd checked the workstation windows event view logs but could not check the widows event view logs on the reada as it would interrupt customer workflow. This is an unconfirmed failure of a bd product. Review found complaints of this type were under statistical control for the month of march. Additionally, no adverse trend was identified for reports of this type. Device history record review was not applicable as this is a standalone software product and the operation/ functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. However, as there is no evidence of any new adverse trend, hazard or risk, no additional action is currently indicated. H3 other text : see h10.